Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: event description: four units of scissor blades did not cut during a case. "Scissors would not cut at the distal tip at first use when cutting peritoneum wall tissue finished: using the 4th scissor with cautery no one was injured" products are available for return. Intervention: "finished: using the 4th scissor with cautery" patient status: "no one was injured"

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed that the returned unit was unable to cut consistently across the entire length of the blade. Engineering observed a small gap between the tips of the blades. Based on the condition of the event unit and description of the event, the scissors were unable to cut due to the gap that were observed between the tips of the blades on the returned unit.  However, the exact root cause of the gap could not be determined based on the evaluation of the returned unit. Applied medical continuously seeks to improve the form, function, and ease of use of its products.  As part of this process, applied medical is currently researching possible enhancements intended to further minimize the potential for this type of event to occur.

Event description:
Procedure performed: inguinal hernia repair. Event description: complaint 1 of 4: #2022-000379 - cb030 lot #1433357 [MFR #2027111-2022-00368], complaint 2 of 4: #2022-000380 - cb030 lot #1433357 [MFR #2027111-2022-00369], complaint 3 of 4: #2022-000381 - cb030 lot #1434543 [MFR #2027111-2022-00370], complaint 4 of 4: #2022-000382 - cb030 lot #1434123 [MFR #2027111-2022-00379]. Four units of scissor blades did not cut during a case. "Scissors would not cut at the distal tip at first use when cutting peritoneum wall tissue finished: using the 4th scissor with cautery, no one was injured." Products are available for return. Intervention: "finished: using the 4th scissor with cautery." Patient status: "no one was injured."